Event description:
It was reported that the perfusionist noticed a leak coming from the centrimag pump. The pump was primed per standard protocol and no visual damage was noted on the pump or the packaging. The pump was pulled from the pump room and not used on a patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the centrimag blood pump could not confirm the reported leakage at the tubing outflow. Although a specific cause for the event could not be conclusively determined through this evaluation, it should be noted that the account communicated that no tie-banding was used to secure the outlet port during priming. The centrimag blood pump was returned with no tubing connected to the inlet and outlet ports. Minor surface scratches on the outside of the pump were observed which appeared consistent with use which would not have contributed to any functional issue. Examination of the pump¿s inlet and outlet ports revealed no depositions or thrombus formations. No notable damage was observed. Examination of the pump housing revealed no depositions or thrombus formations. The pump housing showed no evidence of abnormal scratching or other damage. No abnormal impressions were observed next to the four grooves on the periphery of the blood pump. Examination of the impeller portion of the pump rotor revealed no evidence of depositions, thrombus formations, or damage. The rotor blades revealed no evidence of abrasion or damage. Examination of the rotor base and rotor well revealed no evidence of depositions or thrombus formations. The rotor base showed no evidence of abrasion or other damage. The rotor well revealed no evidence of abnormal scratching or other damage. Following cleaning, the blood pump was connected to a mock circulatory loop with a test 2nd generation centrimag primary console, monitor, motor, flow probe, and tubing circuit with a test pressure transducer. The blood pump was mounted onto the test motor without issue. The blood pump functioned as intended in accordance with manufacturing specifications. The blood pump was then left to operate on this loop for approximately 2 hours. No leakage was observed at the inlet or outlet ports during this time. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The united states (us) centrimag blood pump instructions for use (IFU) lists warnings and cautions regarding the use of the centrimag circulatory support system: caution # 6. Attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. Caution #7. The inlet and outlet tubing and cannulae connections must be secured with two small (approximately 3.94 in (10 cm length)) cable-ties or tie bands on each connector. The locking mechanisms of the two ties should be oriented 180 degrees from each other to insure a tight seal of the tubing to the connector. Caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. This IFU further outlines considerations regarding inspecting the pump prior to use. Detailed instructions regarding pump preparation/priming are also provided. The IFU warns that if leaks or other anomalies are found in the circuit, the pump should be removed and replaced with a new, sterile pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no delay in surgery. The leak was reported to be at the tubing outflow and no tie bands were used.